Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, evaluation that water tightness was lost due to a pinhole on the connecting tube, the switch box and switch #1 was discolored, the universal cord was wrinkled, the objective lens was chipped, the connecting tube was wrinkled, the light guide lens was scratched, the forceps channel was scratched, and the suction cylinder was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water tube of the evis lucera elite colonovideoscope was clogged. There was no delay and the issue was found during reprocessing. The customer did not find any foreign material on the scope and reprocessing was done according to standard procedure. The scope was not used after the clog was found. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was was confirmed - however, the foreign material in the nozzle was unable to be further specified. The foreign material may not have been removed by proper reprocessing, as a pinhole leak of the insertion tube was noted. However, a further cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.